Manufacturer narrative:
Pump received with blank display due to corroded battery tube. Pump received with broken battery cap (p), minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. (B)(4).

Event description:
Customer's mother called to reported damage to the insulin pump. Customer reported a broken battery cap. Customer's mother also stated that he saw battery acid on the battery and inside if the battery compartment. Customer's blood glucose levels were not included in the report. No significant events leading to the issue were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.